Event description:
Device malfunction: thumbwheel resistance/partial stent deployment/difficult to remove. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the right superficial femoral artery, via a contralateral approach over an extremely tortuous iliac bifurcation, the absolute stent delivery system (sds) was positioned in the target lesion. On attempted stent deployment the thumbwheel could not be turned and the stent could not be deploy. No premature deployment or stent exposure was seen on fluoroscopy; however, as the sds was being removed through the introducer sheath with the handle in the locked position, the distal tip of the stent caught on the sheath valve and deployed out of the body, on the table. A second absolute sds was used successfully to treat the target lesion. There was no adverse patient effect. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4)(represents off-label use in the vasculature), (B)(4). The device is not available for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.